Event description:
It was reported that the 400 ml surgivac was not able to be used due to an air leak in the "hold" position. There was no pt harm or delay reported, and procedure was completed with an alternate device.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.